Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod between 24 and 36 hours on the hip/buttocks area. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent, kinked, or damaged. The device was received with cracks observed on both the top and bottom housings and corrosion was found on the pcb. It could not be determined when or how these cracks occurred. Due to the extent of the corrosion on the pcb, data was unable to be retrieved from the device. Without the data, it could not be determined if the pod successfully delivered insulin. The device was received with all three batteries depleted. During investigation, an internal leak was observed in the fluid path due to a tear in the unexposed portion of the soft cannula. This leak resulted in fluid diverting from the intended fluid path causing fluid to accumulate inside the pod contributing to the observed corrosion.